Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported during use of the unspecified eclipse needle there was blood leakage that occurred. This complaint is related to (B)(4). The investigator noticed an eclipse needle in the picture and advised to add the product to the complaint. A call was made to the customer on (B)(6)2018 at 245 and no additional information was received regarding product information. He further stated that his customer did not report any issues with the eclipse needle or dissatisfaction.¿ there was no report of injury or medical intervention.